Event description:
It was reported on an external medwatch form(#1017636) on 11/30/1999, that the (1) 355ld trocar was used in an unknown procedure. It was reported that the blade did not come out. The case was completed with another device and there was an unknown extended or time.